Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens opacified 30 days post implant in the patient¿s right eye. The lens was exchanged for another lens of the same model. Incision was not enlarged and sutures were not needed. Additional information has been requested, but has not been received.

Manufacturer narrative:
Correction: age at time of event. The lens was not available for evaluation; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.